Manufacturer narrative:
Complaint info and samples sent to mfg plant. Results of the investigation are expected and findings will be issued in a follow-up report. Immediate action: the device history record was reviewed and found no inconsistency identified.